Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the user interface assembly was replaced to resolve the reported issue. Per the good faith effort response received, the problem appeared to be caused by age or normal wear and tear, and that the defective part was disposed of.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a very dark screen. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer noted that the customer's v60 ventilator had a very dark screen. The customer ordered a replacement user interface assembly.